Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that the screen of their liberty select cycler went blank during the power up phase of the pd treatment. The pdrn tried rebooting the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys were on, but the screen remained blank. At that point in time, the ts representative advised to discontinue use of the cycler and a replacement cycler was issued. It was reported that the patient would perform an alternate method of pd therapy. Upon follow up, the patient confirmed that there were no adverse effects or injuries experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed from the front panel at the completion of the investigation. An internal visual inspection of the returned cycler encountered visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was visual evidence of a clog in hp1 and hp2 filters. A mushroom heads check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the cause was determined to be an internal short on the transformer of the inverter board.